Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the attached device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The onestep electrodes were returned to zoll medical canada. The customer's report was duplicated and the electrodes were scrapped at zoll canada. A replacement set of electrodes was sent to the customer. Analysis of reports of this type has not identified an increase in trend.